Event description:
It was reported that the li61aor intraocular lens was inserted into the patient's right eye. The surgeon then decided intraoperatively to replace the lens with an anterior chamber lens. The reason for the lens exchange has not been provided. Sutures were used to close the incision. Additional information has been requested, but no additional information has been received by bausch and lomb to date. Please reference MDR # 1119279-2012-00080 for the delivery device.

Manufacturer narrative:
One opened lens box was returned to b+l with only half of the lens. Visual inspection found the optic cut or torn in half with one haptic attached. The haptic is bent. The delivery device was not returned. The cause of the damaged returned condition cannot be determined. Functional testing cannot be performed due to the returned condition of the lens. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.